Event description:
It was reported that when the device was used during a low anterior resection, the anvil popped off of the device. Another device was used to complete the case. There were no consequences to the patient.